Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was frozen and was offline in remote support service. A field service engineer found that the main half 2.2 boards were dark and replaced the module controller board. However, the station still did not boot up, and further troubleshooting revealed that the drawer board on the main half height enhanced drawer 2.2 was faulty and replaced the drawer board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was frozen and appeared offline in rss. The customer also reported that the software did not complete causing pyxis machine screen to freeze. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.